Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump display. The customer states the pump screen has gone black and rainbow over it. The customer's blood glucose level was over 100mg/dl. The customer states it was difficult to read the numbers when they were administering medicine. The customer was advised the pump would be replaced and returned for analysis due to safety concerns.

Manufacturer narrative:
The insulin pump powered up properly and no black or blank display noted. The insulin pump was received with normal operating currents and passed the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was monitored for several days and no display going black or blank, rainbow coloring noted, or display anomaly noted during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, broken belt clip slot, and scratched reservoir tube window.